Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intermittent catheter blue sticky tab was missing. Per customer via email on 19nov2024, it was reported that, all of the catheters were returned to them. The customer ordered the catheters from them, who shipped them to a customer. The customer did attempt to use them but found it difficult to use them without the sticky tab. No harm was reported. Customer was contacted about the issue; they sent replacement boxes from the same lot number. The customer was hesitant to order any additional catheters because they do not want to have the client deal with the same issue.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. Correction: a, d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intermittent catheter blue sticky tab was missing. Per customer via email on 19nov2024, it was reported that, all of the catheters were returned to them. The customer ordered the catheters from them, who shipped them to a customer. The customer did attempt to use them but found it difficult to use them without the sticky tab. No harm was reported. Customer was contacted about the issue; they sent replacement boxes from the same lot number. The customer was hesitant to order any additional catheters because they do not want to have the client deal with the same issue.